Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net after receiving shocks. Review of transmissions revealed that the implantable cardioverter defibrillator delivered inappropriate shocks after undersensing and incorrectly interpreting atrial fibrillation with rapid ventricular rate as ventricular tachycardia. The device was reprogrammed and the patient will be monitored.. The patient was stable.